Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, missing segments/partial display, low battery alert and loose drive support cap. The customer's blood glucose value was up to 400 mg/dl. The customer treated with a bolus. The customer reported a rainbow color on the pump and he could hardly read the display. The customer reported the drive support cap to appear recessed. The customer declined low battery troubleshoot. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly and missing segments partial display noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.